Event description:
A nurse reporting that they had a vitrectomy cutter "that went into the eye" during a procedure. The procedure was completed with no pt harm. Additional info was received advising that a piece of the tip was noticed in the pt's eye during the procedure. The surgeon removed the piece during the same procedure, but needed to enlarge the incision in order to remove the piece. The pt is doing well and had no complications from the enlarged incision.

Manufacturer narrative:
No sample was returned for eval; therefore, the condition of the product could not be verified. Three lot numbers, were identified with the complaint. No abnormalities that could have contributed to the complaint issue were found during the device history record review. The product was released according to the MFR's acceptance criteria. Because a sample was not returned with this complaint, the root cause cannot be determined. (B)(4).